Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and vessel damage occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A non-bsc guide wire was advanced to the target lesion and the lesion was predilated with an unspecified balloon. A non-bsc stent was deployed at the target lesion. The physician then advanced a unknown balloon catheter for postdilation, however it was unable to cross the implanted stent. The physician then advanced a 6.0 x 40 x 80 cm sterling balloon catheter which was able to cross the stent for postdilation. Upon the first inflation the balloon ruptured and vessel damage was noted. The procedure was completed with inflation of another balloon to treat the vessel damage. No further complication were reported and the patient is recovered.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).